Event description:
The customer alleged inaccurate high results on the pt's surestep meter, resulting in improper insulin administration. The pt was admitted to the hospital for non-diabetes related illness. During hospitalization, the pt's meter was compared with the lab. The meter showing "much higher" results than the lab. It was determined that the meter was set in mg/dl vs mmol/l. The units of measurement was changed and the meter still read higher than the lab. There was no allegation of harm relating to the meter, the meter was replaced.